Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. The annular dimensions of the native valve were perimeter: 82.1mm, area: 523mm2, left ventricular outflow tract (lvot) 26.5mm and annulus 25.8mm. During first 80% valve deployment, the lock out button was inadvertently held down and led to an accidental early deployment. The patient had mild to moderate perivalvular leak (pvl) due to the valve being too deep. The valve was then snared and pulled more aortic resulting in mild pvl. A new non-abbott valve implanted inside the navitor valve. The patient was reported stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that during first 80% valve deployment the lock out button was inadvertently held down and led to an accidental early deployment. Also reported that the patient had mild to moderate perivalvular leak (pvl) due to the valve being too deep. The valve was then snared and pulled more aortic resulting in mild pvl. Please note that per the instructions for use, artmt600267458-b, "post-implantation precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage." A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported perivalvular leak is related to operational context (valve deployed too deep). The reported intervention was case-specific circumstance as valve was snared due to being deployed too deep. Surgical intervention was reported as valve-in-valve was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.